Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient reports the garment was so tight it rubbed the skin raw. Patient described the area as red, inflamed, and open indentations the patient¿s physician prescribed a nytatin topical powder for the skin irritation. There was no alleged device malfunction contributing to the irritation. Patient reported that the irritation is getting better.